Event description:
It was reported that the patient received shocks. The lead was explanted and externalized conductors were observed at two locations.

Manufacturer narrative:
A partial lead was returned cut in two pieces for analysis. An external insulation abrasion was found at 7.5cm to 8.5cm and 44.1cm to 44.8cm from the distal end. Another external insulation abrasion was found at 8.0cm to 8.2cm from the distal end. The etfe coating was intact at these locations.